Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that the t-max shoulder positioner was not going up or down. Incident occurred while setting-up for a shoulder procedure. A back-up device was available and no delays occurred. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The pin was missing from left strut where it attaches to the handle assembly. A functional evaluation was performed. The struts would not compress correctly because of the pissing pin. Replaced missing pin. The device then functioned as designed. The reported failure was confirmed and the root cause has been associated with a component failure. The device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review concluded this was a repeat issue.